Event description:
The following report was received from the affiliate: during a coronary intervention upon removal of the stent delivery system (sds) for the last device implanted it was noted that, the stiffening wire was sticking out from the outerbody at the distal end of the sds. There was no reported patient injury. The physician's comments: the physician used the cypher in normal way. And so the physician was considering the cypher was defective and would like us to investigate the cause of the issue.

Manufacturer narrative:
The male patient with an unknown history underwent the implantation of two cypher stents to the mid right coronary artery (rca). Following implant of the second stent, the physician noted that the stiffening wire was sticking out from the outer body of the distal shaft. There was no injury to the patient. Indication for the initial evaluation is unknown. The rca was not calcified or tortuous and there is no indication of any difficulties noted during placement of the 3.5 x 33mm cypher stent. Inspection of the returned product confirmed the shaft (outer body) was ruptured at the guide wire exit port and the stiffening wire was coming out of the body. The edges of the outer body at the ruptured point looked elongated/ragged. It seems that the outer body was stressed over at that point unit it ruptured. This suggests that the event occurred during use of the product. There is no evidence to suggest that the damage was manufacturing related. Based on the available information it is not possible to determine factors might have contributed to the event. On non-sterile cypher stent delivery system (sds) was received for analysis. The sds was received without stent. Inflation media traces were observed in the inflation lumen as was well as in the balloon. The sds shaft (outer body) was ruptured at the guide wire exit port; the stiffening wire was coming out the body. The edges of the outer body at the ruptured point looked elongated/ragged. It seems that the outer body was stressed over at the point until it got ruptured. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The ruptured body reported by the customer was confirmed. The exact cause of the reported anomaly could not be conclusively determined. However, the damages found during the analysis indicated that, the product was submitted to excessive stress and procedure factors might have contributed to this. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation in 2006. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.